Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined. H3 other text: not returned to manufacturer.

Event description:
The customer contacted heartsine to report that their device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.